Event description:
It was reported that the patient received inappropriate therapies due to dislodged lead a few days after implant. During the revision, it was noted that the device rotated, pulling out the lead. The lead was repositioned and the system well fixated. There were no adverse consequences to the patient.